Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator change-out, externalized conductors were observed under fluoroscopy. The lead was capped and replaced on (B)(6) 2016. The patient condition was good after surgery.